Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: a review of the black box showed call service 064 alarms in the pump history. During rewind a call service 076 motor rewind error occurred. The pump cover was removed to find damage to the inter-board flex. Unrelated to the original complaint, the display was dim with a red hue and the battery compartment was cracked alongside of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.